Event description:
It was reported that during an unknown procedure, malformed and unformed clips came out after several firings. Changed to another one but still had the same issue. Changed to other product to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Ejected clip the analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 16 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.